Manufacturer narrative:
This supplemental report is being submitted to correct g6; 5-day report selected in error in initial report. G6: type of report ¿ initial (30-day).

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
A user facility reported to olympus that during preparation for use for endoscopic retrograde cholangiopancreatography (ercp) procedure, the evis exera ii duodenovideoscope forceps elevator does not move down anymore, and the elevator is not working. The procedure was completed with a different device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the bending section cover discolored and cracked. The bending section and distal end of the device have a dent and scratched. The faulty part was replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly